Event description:
During testing conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were associated with the event.

Event description:
During testing conducted at the user facility the tip of the device was found to be broken. No patient involvement or procedural delays were associated with the event.